Event description:
During initial laparoscopic abdominal entry, dr [doctor] was optiviewing into the abdomen with camera in the 5mm disposable port. Once dr was in the abdomen dr removed the camera and then the sharp introducer and it was noted that only the top white dome of the introducer came off and the sharp piece for optiviewing remained in the cannula. Dr had to use a curved crile to grab the metal tube of the introducer to pull it out and it was noticed that white plastic cracked pieces were on top of the trocar after this. The metal piece was removed and approx. 4-5 plastic pieces (part of the collar holding the metal introducer to the cone top/cap) were removed from the trocar top. They were carefully and slowly removed and no plastic was noted falling down the trocar. Dr immediately looked into the abdomen with the camera to assess if any pieces fell in and no foreign objects were noted per dr. Scrub, myself, attempted to lay the small plastic pieces together per surgeon request to see if it looked complete. Both the surgeon and I felt all plastic was accounted for when laid out.